Event description:
The physician reported the pt has a small left supraclinoid internal carotid artery (ica) aneurysm and a left paraclinoid ica disssection. The physician reported the plan was to stent both lesions using 2 different stents. A guide wire was placed into the left middle cerebral artery (mca) and was used as the guide wire for the stenting procedures. The left supraclinoid ica aneurysm was the most distal, and was successfully stented using an intracranial stent. An attempt to stent the proximal left paraclinoid dissection was done using another type of intracranial stent, but the stent could not be navigated up to the paraclinoid segment of the ica. The stent deployment system together with the stent was removed without deploying the stent. Another intracranial stent was then navigated successfully into the left paraclinoid ica. When the stent was being deployed, there was some resistance upon pulling of the catheter. Suddenly the proximal part of the catheter carrying the stent broke at the region near the hub. The stent unfortunately was partially deployed. The physician reported many attempts were made to fully deploy the stent, including manipulation of the stabilizer and inserting micro-wires through the catheter. However, no attempts were successful in deploying the stent. Finally the stent assembly was pulled out together with the partially deployed stent. The physician reported there was no evidence of vascular damage on the control angiograms. Further stenting of the paraclinoid ica was ceased. The pt is reportedly at baseline following the procedure.

Manufacturer narrative:
The device in question has been sent to boston scientific for technical analysis, however, the investigation has not yet begun. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. A supplemental report will follow upon completion of the investigation. PMA/510(k): h020002/s5.